Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to the ipg reaching end of life. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Therapy was confirmed post op.

Manufacturer narrative:
The reported observation of ¿ipg inoperable¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date. (B)(4). The total stimulation on time was 2.2 years, suggesting the device had normal battery depletion to the end of life. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. The device exhibited normal device characteristics during testing. Hence, this event no longer meets the reportability criteria.

Manufacturer narrative:
The fsca number is pending.

Event description:
Upon retrospective review, the patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected and replacement surgery was required to restore therapy.

Manufacturer narrative:
The fsca number is included in this report.

Manufacturer narrative:
The reported observation of ¿ipg inoperable¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). This complaint was identified in hhe 2024-015 complaint review for late eri notification for orion ipgs. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The reported observation of ¿ipg inoperable¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). This complaint was identified in hhe 2024-015 complaint review for late eri notification for orion ipgs. As a result of this finding, abbott is performing further investigation. Further analysis found that the ipg did not meet the calculated number of expected days between the occurrence of eri and the occurrence of eos.